Event description:
It was reported that there was difficulty in removing a 20 pole 20mm lasso fixed curve catheter from the left superior pulmonary vein in a patient. The catheter was successfully removed. No additional treatment required for the patient due to this.

Manufacturer narrative:
Multiple attempts were made to obtain more information on what position the lasso catheter was withdrawn. However, no further information was received. The catheter was discarded by the facility. No catheter product detail information is available.